Manufacturer narrative:
Philips received a complaint on the mrx defibrillator indicating that there were broken paddles. The device was not in clinical use at the time the issue was discovered. Available details indicate that the device had exhibited symptoms of a paddle failure. While speaking to the customer, the customer stated that one of the external paddles accidentally fell on the floor and broke. He then stated that he took the external paddles from another mrx that were released because there was no material for repair, and they passed the paddle test correctly. The customer stated no further assistance or troubleshooting is required. The device was operational after the customer repairs were completed. The device remains at the customer's site. No further action is warranted at this time. H3 other text : customer resolved.

Event description:
It was reported to philips that one of the external paddles accidentally fell on the floor and broke. There was no reported patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.